Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the ccl snapped, the central lumen pressure tubing was off, and part of it was stuck in the catheter. The central lumen was noted to be clotted off. The nurse noted that the linens were wet (not blood) and found the pressure tubing "dangling by a thread" right at the connection site. The central lumen was not bleeding back. As a result, the iab was removed and replaced with an impella. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of broken central lumen pressure tubing is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the ccl snapped, the central lumen pressure tubing was off, and part of it was stuck in the catheter. The central lumen was noted to be clotted off. The nurse noted that the linens were wet (not blood) and found the pressure tubing "dangling by a thread" right at the connection site. The central lumen was not bleeding back. As a result, the iab was removed and replaced with an impella. There was no report of patient complications, serious injury or death.